Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors underinfused during infusion. The infusion did not finish in time due to the slow flow rate of the pump. The expected therapy time was 48 hours; however, it was observed that the actual therapy time was 55 hours and 20-35 ml remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the devices were set at a flow rate of 5ml/hour at the time of the events. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.